Event description:
It was reported that the patient presented to the clinic with report of pain seven days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). An x-ray was performed and noted a humerus fracture. It was noted that the patient suffered from osteoporosis and was very fragile. It was unknown if the device or implant procedure contributed to the fracture, however, it was noted that the patient's arm might have been tight during induction testing during implant. No interventions have been undertaken and the patient is continuing to be monitored. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with report of pain seven days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). An x-ray was performed and noted a humerus fracture. It was noted that the patient suffered from osteoporosis and was very fragile. It was unknown if the device or implant procedure contributed to the fracture, however, it was noted that the patient's arm might have been tight during induction testing during implant. No interventions have been undertaken and the patient is continuing to be monitored. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.